Manufacturer narrative:
The returned product was not analyzed as the complaint of vein puncture could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to place the second trial lead due to the patient's epidural space. The physician attempted to enter at the t12/l1 level. After multiple attempts, the physician accidentally punctured a vein with the epidural needle. It was reported the procedure was extended about 30 minutes. The physician immediately halted the procedure and secured the first trial lead. As a precaution, the physician had the patient receive a CT scan at the hospital. The patient did not experience any symptoms postoperative, and was observed for an hour. Follow up regarding the patient found the patient had not experienced any symptoms or adverse events from the procedure.